Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the metal tip broke off. The fragment was removed without incident. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.